Event description:
An initial report received from the pt indicated that pt had gone to the "emergency room 2 times in the past year due to narcotic withdrawal:. The hcp reported that "the pt missed their refill appointment's. No device troubleshooting was required or performed.